Event description:
It was reported that during a da vinci-assisted abdominoperineal resection (apr) procedure, the small grasping retractor had a loose cable and stopped working. The procedure was completed with no reported injury. The small grasping retractor is a multiple-use endoscopic instrument with a grasping tip to be used in conjunction with the da vinci system. The instrument is designed to grab, manipulate, retract, and dissect tissue during a da vinci assisted surgical procedure. An attempt has been made to obtain additional information from the customer concerning the reported event with no success.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor instrument involved with this complaint and completed the device evaluation. Failure analysis found the primary failure of broken pitch cable at the distal end to be related to the customer reported complaint. Visual inspection found the broken pitch cable to be missing the crimp. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The housing was removed and signs of corrosion were found on the instrument bearings. Both pitch and grip input disk bearings exhibit orange discoloration. The root cause of corroded/contaminated instrument bearings is typically attributed to mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques. The instrument was found to have various scratch marks on the main tube. The scratch marks were 0.178¿ - 0.061¿ in length and were not aligned with the tube axis. The root cause of scratch marks /abrasions instrument main tube is typically attributed to mishandling/misuse. A review of the device logs for the small grasping retractor (part#470318-10/ lot/serial#(B)(4)) associated with this event has been performed. Per this review of the logs, the small grasping retractor was last used on (B)(6) 2022 during a abdominoperineal resection (apr) procedure with via system serial#(B)(4). There were 1 uses remaining after this last usage. This complaint is considered a reportable event due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.